Manufacturer narrative:
(B)(4). Batch # p92c3n. Investigation summary: the device was received with the I-blade lower tip broken off returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. We were unable to investigate further the tissue effect issues reported. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the upper part of blade broken, jaw did not function correctly only coagulation possible, but no cutting and no correct compression was possible. No further information is available.